Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate in addition to patient factors, the mechanisms listed above may have contributed to the worsening pvl and reported symptoms 4 years and 5 months post valve implant, and the subsequent re-dilation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 4 years and 5 months post sapien 3 valve deployment, paravalvular leak (pvl) was observed. Possible intervention is being considered. Medical records review revealed a 26mm sapien 3 valve was successfully implanted in the aortic position. Post tavr, complete heart block occurred, requiring a permanent pacemaker. The patient was discharged in stable condition. The 30-day follow-up 2d echo indicated a normal functioning valve with mild pvl. One year and 6 months post implant, echo indicated a normal functioning valve. Three years and 4 months post implant, echo showed a well-seated valve with mild pvl and a transvalvular gradient of 24mmhg. One year later, the valve was functioning normally and moderate pvl was noted. Re-dilation of the valve was performed in an attempt to minimize the pvl. There were no complications; however, the re-dilation was not as effective as expected. The patient is currently in stable condition with no symptoms of chest pain, lightheadedness or dizziness, or leg swelling. The patient is currently being worked-up for possible intervention of the pvl.